Manufacturer narrative:
(B)(4). Tip smashed. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04223, for the other associated device information. It was reported to boston scientific corporation that two autotome rx sphincterotomes were prepared for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during preparation, the tips of the two devices were found smashed out of the package and the guidewire could not be passed through the tips. Neither device was used on the patient. The procedure was completed using a third autotome rx sphincterotome. There were no patient complications reported as a result of this event.